Event description:
It was reported via repair work order that the footboard display was fading in and out which was causing the side controls to not work properly due to malfunction harnais electric #2 and siderail limit switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.